Manufacturer narrative:
The patient was presented back to the electrophysiology (ep) laboratory and the lead was explanted. The reported dislodgement and oversensing allegation were not confirmed. Diagnostic testing found that lead resistance measurements were within normal range (intact conductors) and visual inspection of the lead tip did not identify any abnormalities. However, x-ray inspection identified a stretched inner coil near the lead tip. This observation is indicative of helix extension-retraction difficulties it was concluded that the helix difficulties occurred at the time of the procedure.

Event description:
It was reported that this field clinical representative (fcr) contacted boston scientific technical service on (B)(6) 2019. The fcr requested review of episode v-4 from the latitude patient monitoring system. The episode occurred on (B)(6) 2019. The technical service consultant commented that a review of the episode showed double counting on the right ventricular (rv) pacemaker lead. The technical service consultant was informed that the rv pacemaker lead had dislodged and was located in the coronary sinus (cs). The patient was scheduled for a rv pacemaker lead replacement procedure.